Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an avalon fetal monitor fm20 indicating that the frequency is displayed on the monitor, but the audio cannot be auscultated. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and replaced the transducer. Multiple attempts were made to obtain further information on the reported sound issue, but no further information was provided. Based on the information available, the cause of the reported problem was not able to be determined. The reported problem was not confirmed, but could not be ruled out. We are unable to confirm the final disposition of the device because there were no responses to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.